Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Drive support disk was inspected and no anomaly was noted. Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no deliverytest and displacement test due to cracked/broken off end cap.

Event description:
The customer reported via phone call that the drive support cap has separated from the insulin pump. The customer's blood glucose was 377 mg/dl. Customer reported the drive support cap is sticking out. The insulin pump will be returned for analysis.